Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported the issue is holding urine so he doesn't dribble because making it to the bathroom. Additional information from the patient on (B)(6) reported they were worried about the lead. The patient is worried he was pulling on the lead because he has muscular dystrophy and had to slide to get up from the bed. Additional information from the patient¿s spouse on (B)(6) reported he was confused on how to track. The patient stated sometimes he could not sit down fast enough which caused him to leak. Additional information from the patient on (B)(6) reported the first day he had blood from the incision area. The patient also stated it was a mess back there and thought one of the leads had become loose. There were no further complications that have been reported as a result of this event. The indication for use is unknown.